Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system with the implant in the sheath and blood in the device. The implant, sheath, hub, core wire, and tip were microscopically and visually examined. Inspection revealed numerous kinks in the sheath. The tip was damaged as the tri-cuts were flared, the distal marker band was kinked, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. Product analysis confirmed the reported damage; however, product analysis could not confirm the reported event of difficult to recapture as clinical circumstances could not be replicated.

Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 30mm watchman closure device and delivery system (wds) were advanced. The wds was deployed, however the closure device was not positioned correctly so it was recaptured. Upon recapture, the anchors of the closure device hooked the delivery system's marker band making it difficult to recapture. After repeated attempts, the wds successfully recaptured but the marker band on the delivery system was damaged. The wds was removed and exchanged for another to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 30mm watchman closure device and delivery system (wds) were advanced. The wds was deployed, however the closure device was not positioned correctly so it was recaptured. Upon recapture, the anchors of the closure device hooked the delivery system's marker band making it difficult to recapture. After repeated attempts, the wds successfully recaptured but the marker band on the delivery system was damaged. The wds was removed and exchanged for another to successfully complete the procedure. There were no patient complications.